Manufacturer narrative:
During the investigation of this incident, it was discovered to be a duplicate. This device has previously been reported on medical device report #1043534-2012-001043.

Event description:
Allegedly removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01062.

Manufacturer narrative:
Additional information rec'd (B)(4) 2012: catalog description; product code correction; and date implanted.